Manufacturer narrative:
Additional information was received: the actual troponin I result from the vidas analyzer on (B)(6) 2012 was <0.01 ug/l. Both the elecsys result and the vidas result were reported to the physician. First, the sample was analyzed on elecsys system and the elecsys result was reported to the physician. The physician wanted the sample to be analyzed on another analyzer. Then, the correct negative result from the vidas was reported. The patient was not adversely affected. A sample from the patient was submitted for investigation. An interference caused by a high molecular weight compound, presumably igm was found. It was determined to be very likely a hama interference. These types of interferences are covered by a disclaimer in the product labeling.

Event description:
The user received a questionable troponin I stat result for one patient. The patient was hospitalized with chest pain on (B)(6) 2012 and the troponin I result was 5.71 ug/l. This result was questioned as "there aren't any problems about the patient in terms of her clinical findings." The patient's blood was taken again and the result was at 5.82 ug/l. The sample was analyzed on a vidas analyzer and the results for troponin I and troponin t were negative. On (B)(6) 2012, the result from another sample from the patient was 5.50 ug/l. On (B)(6) 2012, the sample was tested on another cobas e411 analyzer with troponin I reagent lot (B)(4) and the result was 5.74 ug/l. No information was provided to determine if any erroneous results were reported outside the laboratory or if the patient was adversely affected. The troponin I reagent lot number was (B)(4) with an expiration date of 01/31/2013. Samples from the patient were submitted for investigation and the customer's results could be reproduced with retention material. The investigation is ongoing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).